Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. Additionally, calibration was not performed at least every 12 hours. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint of an inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings. Consequences: missing a severe low or high blood glucose event or making a treatment decision that results in injury.